Event description:
The hcp reported the patient had a lithotripsy done and began experiencing return of symptoms. The patient has had several lithotrispy procedures in the past with no pump issues. The estimated reservoir volume was 2.0cc and the actual was 13cc. A catheter dye study showed the catheter to be patent. "They are able to get telemetry on the pump and program." The patient is receiving supplemental oral medication. The hcp is planning on replacing the pump.